Event description:
The service report shows the customer reported that the 840 ventilator had a blank screen while in use on a pt. There was no pt harm or injury as a result of the event. The eval has not been completed.

Manufacturer narrative:
(B)(4).